Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported intermittent loss of power via phone call. Customer blood glucose reading was 320 mg/dl. Customer was able to rewind but cannula was not recorded in daily history. Troubleshoot was performed. Insulin pump will be returning for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No pump error 60 alarm noted during testing. (B)(4).